Event description:
It was reported that the lead was explanted due to infection. An exit block was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found an external insulation abrasion at 57.7cm - 58.3cm from the connector pin. The etfe coating was intact at the same location.